Event description:
It was reported that this right atrial (ra) lead exhibited noise w isometrics and arm movements. There was also an abrupt increase noted via trend analysis, to high out of range pace impedance measurement greater than 2,500 ohms. Technical services (ts) and the company representative agreed this lead is likely fractured. The patient is three percent atrial paced and there is no indication of inhibition of atrial pacing when needed. The patient is currently in normal sinus rhythm. No adverse patient effects were reported. The lead remains in service.

Manufacturer narrative:
Correction: h6 codes added.

Event description:
It was reported that this right atrial (ra) lead was fracture, exhibited noise with isometrics and arm movements, and an abrupt increase in the impedances pacing, that caused an out of range measurements. Additionally, the ra lead inappropriately stored atrial tachy response (atr) episodes due to p-wave and noise oversensing and no capture was noted at higher outputs. There was no indication of pacing inhibition. The patient was currently in normal sinus rhythm. A year later, the patient was checked in the clinic, and the device was reprogrammed, at this time there is no p wave oversensing, just noise when the patient moves. No adverse patient effects were reported. The lead remains in service.